Event description:
Caller reported a tandem mobi cartridge alarm that occurred during the load process. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Technical support confirmed the alarm and decided to replace the pump. The customer was advised on the use of mdi as backup therapy, provided with storage mode instructions, and informed about the steps to take upon receiving the replacement pump with updated software. The caller was instructed to return the problematic pump using a pre-paid shipping label.